Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. During visual evaluation, the probe was bloody and no other anomalies were noted on the device. Upon functional testing, the probe was loaded into the driver and calibrated successfully. The marker was successfully inserted and removed from the probe. Therefore, the investigation is unconfirmed for the reported difficult to remove as the marker was successfully removed from the probe without any issues. However, the investigation is inconclusive for the reported positioning failure as there was no objective evidence provided for review. A definitive root cause for the alleged difficult to remove and positioning failure could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 12/2021).

Event description:
It was reported that during a biopsy procedure, the needle allegedly stuck. The procedure was completed using another device. There was no reported patient injury.